Manufacturer narrative:
Result: dip switches.

Event description:
It was reported by service report that several beds had the wrong configuration. There was no patient involvement or adverse consequences to report.